Manufacturer narrative:
The device was not returned for analysis; therefore, the complaint could not be confirmed, and the event cause could not be determined. Possible contributing factors of "failure to open the distal end" include damage to the pipeline braid, patient tortuous anatomy and deployment of the device on a bend. Per our instructions for use (IFU): ¿begin to deliver the device using a combination of unsheathing the pipeline flex embolization device and pushing delivery wire simultaneously. After the distal end of the pipeline flex embolization device has successfully expanded, deploy the remainder of pipeline flex embolization device by pushing the delivery wire and/or unsheathing the pipeline flex embolization device. Re-sheathing and/or manipulation of the micro catheter, by locking down the delivery wire and moving both as a system, may facilitate expansion of the pipeline flex embolization device. It is not recommended to initiate deployment of the device on a bend. Do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis.¿ it could not be determined if the pipeline flex met specifications as it was not returned for evaluation; however, all products are 100% inspected for damages and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that a competitor balloon was used to open the pipeline device. There was no patient injury. The device was successfully implanted.

Manufacturer narrative:
This event was initially reported on 07may2018. However, we received information that the pipeline did open as expected, and the balloon was used to improve the flow through the device. There was no patient injury. Therefore, this event is not reportable as the device functioned as intended. Per the instructions for use (IFU): ¿carefully inspect the deployed pipeline¿ flex embolization device with shield technology¿ under fluoroscopy to confirm that it is completely apposed to the vessel wall and not kinked. If the device is not fully apposed or is kinked, consider using a balloon catheter, micro catheter, or guide-wire to fully open it. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that a competitor balloon was used to open the pipeline device. The pipeline did open as expected the balloon was used to improve the flow through the device. There was no patient injury. The device was successfully implanted.